Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and the connector pins, unable to continue with functional testing or verify loss communication/led/charging anomalies due to physical damage. In conclusion, the customer complaint of loss of communication/led/charing anomalies could not be confirmed, due to transmitter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer did not receive sensor connection pop up alert to start new sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and confirmed that customer reported a loss of communication between the transmitter and the pump. Led light did not blink when connected to the sensor but transmitter was not fully charged. Customer was advised to fully charge transmitter. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger green led light was solid green for more than 15-20 seconds. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.